Manufacturer narrative:
The following devices were also listed in this report: cat#; device name; lot# 5517f402; triathlon p/a cr beaded #4r; r7atu, 5536b400; tritanium bplate triathlon s4; ctd144651 , 5556-l-360; tritanium patella-symmetric;2xta1, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: it was reported that the patient's right knee was revised due to hematoma and possible infection. A poly exchange of a 4x10 cs insert was performed for another. Rep confirmed that no further information will be released by the hospital or surgeon.